Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 12atm when inflated for 15 seconds. The device was removed from the patient's body only using normal method without any problem. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination of the balloon identified no damages to the balloon material. Blood was visible inside the balloon. No issues identified with the hypotube shaft. No kinks or damages to the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified in the balloon material. The pinhole was located at 3mm proximal from the distal markerband. Device analysis confirmed that a pinhole leak was noted in the balloon material. No issues were noted with the device which could potentially have contributed to the pinhole leak. No other damage was observed along the entire device.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 12atm when inflated for 15 seconds. The device was removed from the patient's body only using normal method without any problem. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.